Event description:
It was reported that a spectrum pump failed downstream occlusion 3 times at 20. 00, 21. 32, 22. 18psi during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom "pm failed downstream occlusion" was unable to be reproduced. The device was tested for downstream occlusion test for high, low and medium settings and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified . No correction is required. Should additional relevant information become available, a supplemental report will be submitted.